Manufacturer narrative:
(B)(6). The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a pca module had been programmed to infuse demerol from a 30ml syringe as follows: "20 mg/15 minutes with a max limit of 100mg/4 hours." The time that the original programming occurred and the concentration of the demerol was not provided. It is not known whether the programming was for pca only, or whether a basal dose was also programmed. The pca syringe was changed at 7:54 am on (B)(6) 2014 because it was noted to be empty at that time, although the pcu had recorded only 6 ml having been delivered. An event log review was requested to determine why the vi was recorded as 6 ml when the syringe was empty. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.